Event description:
CT tech was giving contrast through alaris pump tubing. Fluids were paused and clamped. CT tech states that tubing "exploded." Tubing is noted to have separated at blue connector above pump segment. There was no pt harm. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The customer was info the tubing is not approved for use under pressure during a CT scan injection.